Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) battery longevity dropped quickly and did not last as long as they expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.